Event description:
Customer reported the insulin pump would pause and then continue during the rewind process. Customer reported the device has not stopped or given off an alarm and was delivering insulin how it was suppose to. Customer stated when giving a 15 unit bolus the device would give like a one second pause. Customer had stated he never experienced this with past insulin pumps he has had. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.